Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer double access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. During the procedure, the activated clotting time (act) was acquired and was noted to be out of compliance with the watchman instructions for use. The initial act was 144 seconds which was announced to physician after tsp. Once physician was made aware, the procedure was paused and act was checked again to confirm. A bolus of heparin was administered. The physician was concerned about a possible clot in the trusteer sheath with the pigtail catheter, so the entire system was removed and replaced it with a new trusteer, versacross connect, and pigtail catheter. The thrombus was discovered once the initial trusteer sheath was removed from the body and pigtail catheter was pulled out of sheath outside of body. Once act came back with a reading of 347 seconds, the physician proceeded with the procedure using a new trusteer sheath, and pigtail catheter. The procedure was successfully completed with no further patient complications.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer double access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. During the procedure, the activated clotting time (act) was acquired and was noted to be out of compliance with the watchman instructions for use. The initial act was 144 seconds which was announced to physician after tsp. Once physician was made aware, the procedure was paused and act was checked again to confirm. A bolus of heparin was administered. The physician was concerned about a possible clot in the trusteer sheath with the pigtail catheter, so the entire system was removed and replaced it with a new trusteer, versacross connect, and pigtail catheter. The thrombus was discovered once the initial trusteer sheath was removed from the body and pigtail catheter was pulled out of sheath outside of body. Once act came back with a reading of 347 seconds, the physician proceeded with the procedure using a new trusteer sheath, and pigtail catheter. The procedure was successfully completed with no further patient complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038278996. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis. Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.